Manufacturer narrative:
UDI: gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that post surgery, it was observed that the attachment device was overheating. It was reported that no one was injured or burned. There was no delay due to the reported event and a spare device was available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and observed that the device failed the temperature assessment at the elbow (actual reading: 105 degrees fahrenheit: specification: less than or equal to 103 degrees fahrenheit) and the base (actual reading: 106 degrees fahrenheit; specification less than or equal to 103 degrees fahrenheit). It was also noted that the bearings were worn out, corroded and the back housing gear and middle gear were corroded. Therefore, the reported condition was confirmed. It was also noted that the failed temperature assessments were due to worn out and corroded bearings and gears and the worn and corroded bearings and gears were due to normal wear over time. The assignable root cause was determined to be wear. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.